Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. The patient's recurring incontinence began on (B)(6) 2018. There were no device issues or malfunctions. A new 3.5 cm aus cuff was implanted. As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. An overall investigation conclusion code of known inherent risk of device was chosen as the reported adverse event is known and documented in the labeling. The reported allegations could not be confirmed.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff was explanted due to recurring incontinence. A new 3.5 cm aus cuff was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.